Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# 0210113478, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative reported the patient had not experienced a fall or other trauma. As of (B)(6) 2016, the patient was receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the high impedances were why the lead was changed. The cause of the high impedances was not determined however. There was no dislocation of the lead, no lead fracture, and no connection failure to the implantable neurostimulator. It was thought that there could be a "problem of the insulation" on the lead, but the lead was not explanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported that at the last follow up, the elective replacement indicator was seen. In addition, all electrodes were greater than 4,000 ohms. A loss of therapeutic effect was also noted. Surgical intervention occurred and the implantable neurostimulator was replaced. The impedance of the electrodes and stimulation were tested intra-operatively. Motor and sensory responses were negative and there was no stimulation. A new lead was implanted and good stimulation results were received. The lead was placed at the s4 level and the existing lead remained in situ. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.